Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that from (B)(6) 2021 to (B)(6)2022, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with nine infusion sets. Therefore, her blood glucose level was between 100 - 200 mg/dl at the time of the event. All the infusion sets had been used for two days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.